Event description:
The pt reported that his blood glucose values have been elevated. He reported that in 2007, his blood glucose was 422 mg/dl. He reported that, he bolused 6 units of insulin, tested 2 hours later, and his blood glucose was 469 mg/dl. He stated that, he then bolused 7 units of insulin and tested his blood glucose 2 hours later, and it was 496 mg/dl. He reported that, he then bolused again according to his sliding scale. At that point, the pt reported that he checked his infusion device and noticed insulin inside of the cartridge chamber. During troubleshooting with the company representative, it was determined that the pt was not aligning the piston rod with the cartridge plunger correctly. The pt was advised on the correct way to align these components. The pt did not report requiring medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.